Manufacturer narrative:
According to the information received the case seems to be linked to a vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Compression/balding tip of the nose [vascular skin disorder] ([erythema], [pain], [skin oedema], [discomfort]) teosyal rha 4 in the nose [off label use] case narrative: the spanish subsidiary notified teoxane geneva of an adverse event on (B)(6) 2025. The case was reported by a spanish injector. According to him, the patient was injected on (B)(6) 2025 with a total of 1.7 ml of rha 4 in the cheeks, in the chin, in the mandibular angle area and in the nose. The injection was done with the needle supplied in the box and a cannula, using the bolus and retrograde injection techniques. The day after the injection, on (B)(6) 2025, the patient experienced slight redness at the injection site. The injector thought it was due to the procedure and that it wasn't alarming. On (B)(6) 2025, the injector received pictures from the patient showing worsened symptoms with visible discomfort, swelling, severe inflammation reaction with redness and pain in the nose. The injector prescribed massages of the affected area, in case this was due to slight vascular compression. On (B)(6) 2025, the patient had a consultation with the injector. According to him, the patient experienced severe swelling in the nose and pain on palpation. The injector prescribed the following treatment: - 1,000 units of hyaluronidase diluted in 4 ml of saline solution in two sessions, - corticosteroids: prednisone (30 mg per day for 4 days), - cicalfate. On (B)(6) 2025, the patient reported less discomfort, but the injector didn't notice any physical visible improvement. The local medical expert was contacted for guidance. Considering the suspicion of a mild vascular compression, this case was assessed as reportable. At the time of this report the patient's symptoms are monitored and the investigations are on-going. Case comments: ¿ alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection.jama dermatology, 157(2), p.174. ¿ cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report.journal of cosmetic dermatology, 19(3), pp.582-584. ¿ fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit.the american journal of cosmetic surgery, 36(4), pp.183-190. ¿ hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. ¿ lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound.journal of cosmetic dermatology, 18(6), pp.1629-1631. ¿ loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase.plastic and reconstructive surgery - global open, 6(2), p.e1639. ¿ loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice.dermatologic surgery, 48(6), pp.659-663. ¿ ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications.aesthetic plastic surgery, 44(5), pp.1778-1785. ¿ ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications.dermatologic surgery, 46(7), pp.958-961. ¿ sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions.molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.